Event description:
Customer reported that a bi-fuse extension set at the end of the IV line was found leaking by a patient. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). A failure investigation could not be conducted. The customer stated the set was discarded. The root cause of the leak could not be determined.